Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening curved, creases fold, wear abrasion and white particles on the shell. A visual and microscopic analysis was performed which identified: sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported, left-side exchange from textured to smooth implants due to the patients concerns with the product. Later, healthcare professional reported left-side rupture. The device has been explanted and replaced.